Event description:
The customer reported via phone call that the unexpected restart alarm was occurring more than once. Customer's blood glucose was 124 mg/dl. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-14583.